Event description:
It was reported that a user posted on social media about experiencing hyperglycemia, described as a higher a1c, while using the ilet. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization, medical intervention, or device alerts. Investigation included internal complaint intake and attempts to obtain additional information from the reporter. Investigation of this case revealed insufficient information to identify a device malfunction or use issue. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.